Event description:
It was reported that the patient experienced fluid retention around the abdomen and "back pocket". The hcp "suctioned the fluid but it appeared again". There was no infection noted when the fluid was tested. The hcp indicated that the patient was allergic to metal which may be a factor.